Event description:
On 21/aug/2023 it was reported that this female peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2023. The patient possibly had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was complaining of abdominal pain and unable to tolerate flushes and fills during pd treatment. The pd clinic nephrologist instructed the patient to go to the hospital. On (B)(6) 2023, the patient went to the emergency room (ER). The patient was admitted and diagnosed with peritonitis. No information related to the pd cultures or the patient¿s antibiotic regimen was provided. The cause of the peritonitis is unknown. There was no reported cassette leak or any issue with fresenius device, drug, or other product(s). The patient had her pd catheter (not a fresenius product) removed on (B)(6) 2023 and is completing hemodialysis (hd). The patient is no longer a pd patient. The patient remains hospitalized. No further information was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with hospitalization and subsequent transition to hd. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the peritonitis event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 21/aug/2023 it was reported that this female peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2023. The patient possibly had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was complaining of abdominal pain and unable to tolerate flushes and fills during pd treatment. The pd clinic nephrologist instructed the patient to go to the hospital. On (B)(6) 2023, the patient went to the emergency room (ER). The patient was admitted and diagnosed with peritonitis. No information related to the pd cultures or the patient¿s antibiotic regimen was provided. The cause of the peritonitis is unknown. There was no reported cassette leak or any issue with fresenius device, drug, or other product(s). The patient had her pd catheter (not a fresenius product) removed on (B)(6) 2023 and is completing hemodialysis (hd). The patient is no longer a pd patient. The patient remains hospitalized. No further information was provided.

Event description:
On (B)(6) 2023 it was reported that this female peritoneal dialysis (pd) patient went to the hospital on (B)(6) 2023. The patient possibly had peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was complaining of abdominal pain and unable to tolerate flushes and fills during pd treatment. The pd clinic nephrologist instructed the patient to go to the hospital. On (B)(6) 2023, the patient went to the emergency room (ER). The patient was admitted and diagnosed with peritonitis. No information related to the pd cultures or the patient¿s antibiotic regimen was provided. The cause of the peritonitis is unknown. There was no reported cassette leak or any issue with fresenius device, drug, or other product(s). The patient had her pd catheter (not a fresenius product) removed on (B)(6) 2023 and is completing hemodialysis (hd). The patient is no longer a pd patient. The patient remains hospitalized. No further information was provided.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. System air leak test passed. Valve actuation test passed. The internal inspection of the cycler showed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.